Event description:
It was reported that a progav 2.0 shuntsystem (part # fx441t) was implanted during a procedure. According to the complainant, the shunt system was believed to be operated in overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2022. The complaint device has not yet been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Due to the missing sample, we are unable to provide a meaningful investigation. According to the complaint description, the cause of the malfunction could have been deposits. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. However, a meaningful result requires a complete examination of the sample. From our point of view, no further regulatory actions are required.